Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The a1cx3 reagent lot number was 79403701 with an expiration date of 31-aug-2025. The field service engineer (fse) found the rinse water was overflowing. The cell rinse water levels were adjusted. The customer stated calibration and qc were acceptable. The investigation determined the event was due to a maintenance issue. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 1 patient tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas pro ssu system¿s c503 analyzer. The original result was 10.1%. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2024 a new sample was obtained and the result was 12.7%. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6)2024 both samples were repeated on a different c503 analyzer. The repeat for the original sample was 5.46%. The repeat for the 2nd sample was 5.43%. On (B)(6)2024 both samples were repeated on the c503 analyzer in question. The repeat for the original sample was 5.57%. The repeat for the 2nd sample was 5.48%. The repeat results were believed to be correct.

Manufacturer narrative:
The cobas pro system serial number was (B)(6). The c503 analyzer serial number was (B)(6).